Manufacturer narrative:
Concomitant medical devices: a7700-23, valve, implanted: (B)(6) 1984. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and intrinsic ventricular sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.